Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, the stapler jaws of the two reloads can't close tightly. The first reload did not fire. The surgeon was able to press the green button but unable to squeeze the handle. They changed the stapler to complete procedure. There was no patient injury.